Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer's blood glucose level was 20 mg/dl. The customer stated that her boyfriend found her on the bathroom floor and he called 911. After being admitted to the hospital, the customer was told by the staff to never wear the insulin pump again. The customer was treated with manual injections. The customer performed troubleshooting and performed the displacement test and it passed. The customer was unable to complete the rewind due to the hospital throwing away the reservoir and infusion set. The customer was to see her doctor. Nothing was replaced or returned for analysis.